Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit was received with failed battery test and battery out limit alarms due to corroded battery tube. Unable to verify operating currents, off no power or low battery alarms or perform functional testings' including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to failed battery test alarm.

Event description:
Customer reported via phone call to have received a failed battery test alarm and insulin pump powered off without first receiving a low battery alarm after also receiving an off no power. Customer reported that the time was not showing on display screen. Customer's blood glucose was 357 mg/dl. After troubleshooting, insulin pump did not alarm "failed battery test" alarm as it was found that battery cap was on too tight. Troubleshooting continued and customer reported that battery cap was loose and if tightened insulin pump shut off. After troubleshooting, insulin pump would be replaced per customer's request.